Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor display was frozen. A technical support specialist (tss) dialed in as cfnadmin, then browse to "c:\program files (x86)\carefusion\rss update agent\configfiles", then right-click the dependencies.xml file and select "edit". Then modified the path to include "(x86)", there the tss found the line that points to the location of the application. The tss made the necessary changes on the lines and saved the file. Then rebooted and verified that the auto login was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that monitor display frozen. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.